Event description:
Distributor report: "the attachment pole of the accolade ii rasp no. 5 broke off during impaction. The rasp was removed and another set was opened."

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an accolade broach was reported. The event was confirmed via inspection of the returned device. Method & results: -device evaluation and results: visual inspection of the returned device indicated that the connection post of the broach is fractured at or near thinnest point of the ¿v.¿ the device otherwise appears well-used based on the damage visible on all other areas of the post and proximal surfaces. Material analysis: not performed as visual inspection provided no indication that the event was a result of a material integrity issue. The device overall appears severely worn as significant mechanical damage is visible on the proximal surfaces of the device. Material analyses have been performed on previously returned devices indicating fracture in overload and device material consistent with the product drawing. If further information becomes available additional testing will be performed on this device. -clinician review: no medical records were received for review with a clinical consultant. -device history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: it was repoted that the device's post broke during impaction visual inspection of the returned device indicated that the connection post of the broach is fractured at or near thinnest point of the ¿v.¿ the device otherwise appears well-used based on the damage visible on all other areas of the post and proximal surfaces. Material analysis: not performed as visual inspection provided no indication that the event was a result of a material integrity issue. The device overall appears severely worn as significant mechanical damage is visible on the proximal surfaces of the device. Material analyses have been performed on previously returned devices indicating fracture in overload and device material consistent with the product drawing. If further information becomes available additional testing will be performed on this device. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.